Event description:
A depuy mitek rep. Is reporting he was contacted by a doctor, asking what materials were mitek gii anchors made up of. The doctor has a female pt who had ankle surgery with the use of a mitek g2 anchor for fixation in 2006. In 2009, the pt either developed pain and swelling, or presented in that condition for the follow-up visit, it is not clear. The surgeon believes that the pt may be having some sort of reaction to the mitek anchor. The pt has been referred to an allergy clinic for testing.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.